Event description:
I had mentor saline implant breast augmentation on (B)(6) 2015. In (B)(6) of that year I began to have bilateral ham [invalid] pain that increased and then began moving to every part of my body. I have seen multiple doctors and have been diagnosed with polymyalgia rheumatica, an autoimmune disease. I have been on several medications since including steroids on a daily basis for 11 months now. I continue to develop new symptoms as I go along. I feel very strongly that this illness is due to my implants. They have hurt/throbbed since my surgery which I've been told is not normal. Please help me and other women who are suffering or may be contemplating this surgery!